Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leaky reservoir. The customer stated that when she removed the reservoir from the insulin pump, she noticed insulin had leaked into the reservoir compartment. The customer also stated that she did not know where the leak was coming from but that she did feel moisture at the top of the reservoir. Nothing further was reported.